Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. The reporter stated that wanted to do set up but battery too low. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Cust wanted to do set up but battery too low.